Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. A kink was observed in the sheath assembly from femoral marker to the proximal end. There was damage observed on the guidewire exit port assembly. A test guidewire (0.014") was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. Impedance testing shows an electrical open at distal wave form. During image characterization testing, no image appeared in the ilab system. Based on the x-ray images, the electrical failure was a result of a broken coax cable. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that vessel dissection occurred. The 100% total occlusion target lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. An opticross imaging catheter was advanced to view the lesion. However, lost image occurred when the physician pushed the device into the lesion. It was noted that there was no damage on the distal tip but the guidewire exit port had lifted. The physician further noted that it damaged the inside of the vessel and caused dissection. An unspecified balloon catheter was inflated to treat the vessel dissection. The procedure was completed with another opticross imaging catheter. No further patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that vessel dissection occurred. The 100% total occlusion target lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. An opticross¿ imaging catheter was advanced to view the lesion. However, lost image occurred when the physician pushed the device into the lesion. It was noted that there was no damage on the distal tip but the guidewire exit port had lifted. The physician further noted that it damaged the inside of the vessel and caused dissection. An unspecified balloon catheter was inflated to treat the vessel dissection. The procedure was completed with another opticross¿ imaging catheter. No further patient complications were reported and the patient's status is stable.